Manufacturer narrative:
Evaluation method the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a rash. The patient's nurse practitioner gave the patient some cream and the patient's physician gave the patient lotion and told the patient to remove the lifevest to allow the rash to heal. Follow-up indicated that the rash was improving.